Event description:
The catheter was used for a diagnostic heart catheterization. Due to a kink in the catheter, the cardiologist was not able to immediately remove the catheter from the ventricle. By using a back up wire, a different cardiologist finally succeeded in removing the catheter after a 4 hour delay. Upon removal an echocardiography showed some mitral insufficiency.